Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a charge time out and long charge message. Review of stored device memory noted the messages were recorded due to a charge time greater than 44 seconds and resulted in the device emitting beeping tones ever since. Technical services (ts) discussed that the charge times did not appear to be the result of a therapy attempt, but instead during a capacitor reformation. Ts discussed considering the patient unprotected and recommended device replacement. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
This report is being filed to correct field d6b: explant date as well as provide additional information.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a charge time out and long charge message. Review of stored device memory noted the messages were recorded due to a charge time greater than 44 seconds and resulted in the device emitting beeping tones ever since. Technical services (ts) discussed that the charge times did not appear to be the result of a therapy attempt, but instead during a capacitor reformation. Ts discussed considering the patient unprotected and recommended device replacement. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a charge time out and long charge message. Review of stored device memory noted the messages were recorded due to a charge time greater than 44 seconds and resulted in the device emitting beeping tones ever since. Technical services (ts) discussed that the charge times did not appear to be the result of a therapy attempt, but instead during a capacitor reformation. Ts discussed considering the patient unprotected and recommended device replacement. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
This report is being filed to correct field d6b: explant date as well as provide additional information. The returned device was thoroughly inspected and analyzed. External visual inspection noted tool marks on the case. X-ray inspection noted no irregularities. A review of the device memory confirmed a fault, recorded on (B)(6) 2022, due to the charge time limit having been exceeded. The device was submitted for electrical testing. During testing, the device did not deliver the expected amount of energy and audible sounds could be heard from the device during charging and the shock was aborted. The device case was removed in order to facilitate inspection of the internal components. Visual inspection noted swelling of the high voltage capacitor. This capacitor was removed and detailed analysis identified arcing damage within it. Due to the damage, the root cause for the arcing could not be determined. This damage resulted in the observed long charge times and inadequate energy output.